Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported it took three graspers to complete the case. The first two graspers with the same lot number. Only fat was grasped when the jaws fell open and were inoperable. They felt that all parts were removed from the body cavity. One additional device with different lot number completed the case without incident.